Event description:
It was reported that the right atrial lead dislodged. The lead could not be repositioned, the helix would not retract. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.